Event description:
As reported by the legal brief, the trapease filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the patient¿s diagnosis was status post left hip replacement with multiple bilateral pulmonary emboli. A trapease filter was deployed in the inferior vena cava (ivc). Post filter placement, the inferior vena cavography demonstrated a stable, un-tilted filter with its apex approximately 5 mm below the lower renal vein. There were no complications encountered and the patient's status at the conclusion of the procedure was unchanged from the pre procedural state. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years and seven months post implantation. The patient reports tilt of the ivc filter. The patient further reports suffering from stress, anxiety, chronic and severe pain in chest and abdomen, numbness in arms, painful breathing, sweating, and neurological symptoms.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unknown 5f sheath, unknown 5f pigtail flush catheter. Complaint conclusion: as reported, the trapease inferior vena cava (ivc) filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. Per the medical records, the indication was status post left hip replacement with multiple bilateral pulmonary emboli. A trapease filter was deployed in the inferior vena cava (ivc). Post filter placement, the inferior vena cavography demonstrated a stable, un-tilted filter with its apex approximately 5 mm below the lower renal vein. There were no complications reported. Per the patient profile form (ppf), the patient reports tilt of the ivc filter. The patient further reports suffering from stress, anxiety, chronic and severe pain in chest and abdomen, numbness in arms, painful breathing, sweating, and neurological symptoms. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the trapease filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.